Event description:
(B)(4) study. It was reported that diffuse spasm occurred. In (B)(6) 2010, the patient presented with intermittent chest pain and was diagnosed with st elevation myocardial infarction. Subsequently, cardiac catheterization and index procedure were performed. The target lesion was a de novo lesion with pre-existing thrombus located in the distal right coronary artery (rca) with 100 % total occlusion and was 12 mm long with a reference vessel diameter of 2.7 mm. A 2.0 x 15 mm apex balloon catheter was advanced for pre-dilatation and following this, diffuse spasm noted. Which was treated with 200 mg nitroglycerin. The physician then treated the lesion with placement of a 2.50 x 20 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Three days post procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).